Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt with stones in the common bile duct (cbd). The dr cannulated the cbd using both an ultratome and a jagwire. It was reported that as soon as the jagwire was passed inside the cbd, the dr found that the jagwire's tip had become detached. The jagwire was removed. The physician then obtained another device to continue the pt procedure, but that jagwire tip also broke. Please reference medwatch report 6000123-2004-00093, that reports the problem that occurred with the second jagwire. In addition, please reference medwatch report 6000123-2004-00094, which documents a third jagwire problem that was indentified upon removal from the device packaging. The physician was able to successfully complete the procedure with the fourth jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction. Additional pt and event info was requested from the complainant. The requested info has not yet been received.

Event description:
Additional info obtained from facility indicates that the tugsten coating peeled off the device not that the jagwire broke. The coating partially detached from devices. The coating that had peeled off the device was removed from the common bile duct utilizing an extractor balloon. Pt condition was listed as satisfactory. There was no report of serious injury or mistreatment associated with this event.